Event description:
Allegedly the patient was revised due to mom complications: bone cysts; pseudo-tumor; metallosis and osteolysis; high levels of metal ions such as chromium and cobalt in the bloodstream; detachment, disconnection and/or loosening of the acetabular cup; loosening of the femoral component. (Left)